Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The investigation is ongoing.

Event description:
The following information was reported to gore: on an unknown date, a gore® acuseal vascular graft was implanted in the patient¿s right hand for a shunt construction. On an unknown date, the physician suspected occlusion in the artery puncture site. The patient was referred to another hospital. It was reported that the physician suspected occlusion due to a delamination of the three-layered structure of the vascular graft. On (B)(6) 2019, at the referred hospital, the patient underwent reconstructive surgery using a non-gore vascular graft. The occluded section of the gore® acuseal vascular graft was removed. The patient tolerated the procedure. Delamination was suspected of the three-layer structure of the gore® acuseal vascular graft in the previous hospital, and the physician in the hospital who performed the repair did not see if delamination actually existed.

Manufacturer narrative:
Additional manufacturer narrative: g5. Combination product. G5. Pre-1938. G5. Otc product.

Manufacturer narrative:
Corrected data: h6. Results code 2. Additional manufacturer narrative: h6. Conclusions code 1. Examination of the returned device revealed the following: submitted unfixed were two gore® acuseal vascular graft fragments that had been transected prior to arrival. The presence of both acute and chronic tissue in conjunction with disrupted vascular graft layers indicates a chronic-active healing process to repeated punctures by dialysis needles all in a limited area of the graft. The fragments were subjected to an enzymatic digestion process to remove biologic debris. Separation between the outer eptfe layer and silicone layers was isolated to a focus extending from an area of highly concentrated cannulation sites, spanning the site of graft occlusion. The graft layers in the remainder of the fragments appeared to remain firmly adhered. There was no evidence of infection. The gore® acuseal vascular graft instructions for use, v. Technical information state: vascular access procedures - the gore® acuseal vascular graft can be cannulated early (within 24 hours after implantation). Patients should be carefully monitored when using gore® acuseal vascular grafts for vascular access. Puncture sites must be adequately separated when repeated needle punctures of the graft are necessary. Multiple punctures in the same area may lead to disruption of the graft material or formation of a perigraft hematoma or pseudoaneurysm.